Event description:
According to the reporter, during a laparoscopic hernioplasty procedure, in mesh fixation, in some areas it was difficult to clip; the device was hard, and it took a lot of force to clip the mesh to the patient's tissue. The device was still used until the end of the procedure. It was also noted that the patient had immediate postoperative pain due to the device and was treated with analgesic medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.